Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with redness, inflammation, and drainage under the entire patch area, which occurred five days after the sensor had been inserted in the arm. Two photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed, consistent of an erythema, with visible stripping of the skin. The erythema was extended beyond the patch perimeter and covering the upper right part of the affected area. The patient reported that he experienced an infection on the entire patch area. He observed that his arm was swollen and there was a red spot with pus coming out. On (B)(6) 2023, the patient called his doctor, and he prescribed cephalexin (oral antibiotic) 500 mg, 4 times a day. At the time of the report, his arm was no longer swollen but there was still redness and pus. There was no documentation of examinations or laboratory test performed. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).